Event description:
After deploying one stent in the diagonal vessel, dr tried to place a second stent proximal to the first one. It would not advance to the proper position, therefore the physician attempted to remove the stent device. It was difficult to remove and once it was out of the body the stent was not visualized on the stent-balloon delivery device. When attempting to place a filterwire in the vessel, the coronary interventional wire came out of the vessel. The stent was not seen by angiography or intravascular ultrasound.